Event description:
On (B)(6) 2026 berlin heart (bh) clinical affairs (ca) was informed that an abnormal sound was coming from a 10 ml excor blood pump valve and the pump was not filling properly. Despite adjusting the diastolic pressure and the percentage of systolic pressure, the filling issue was not improved. When the valve on the inflow side was pressed by hand, the filling improved dramatically, and the abnormal noise coming from the valve also stopped. The patient's health condition was showing sings of deterioration at the time of the event. The hemolysis has not yet been confirmed. The bh ca recommended a pump change and the affected pump was replaced on (B)(6) 2026. The patient remains stable.

Manufacturer narrative:
The affected blood pump pu valves; 10 ml in/out; ø 6 mm, sn (B)(6), was in use from (B)(6) 2026 until the pump was replaced on (B)(6) 2026. The event occurred on (B)(6) 2026, which is (61 days) after the pump in question was placed on the patient, who is being supported with an excor ikus driving unit. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification. A detailed investigation report on the blood pump will be provided as soon as it is available.